Event description:
The company already replaced the faulty unit with one in stock, she was about to use the knee walker until the breaks fail and she felt down, when his husband try to pick her up and see what happened he end also falling dow. They decide not going into the hr but she has bruises.